Manufacturer narrative:
(B)(4).

Event description:
Carbapenem-resistant enterobacteriaceae (cre) infections arising out of (B)(6) hospital, located in (B)(6), were the subject of multiple previous mdrs (MDR#'s 2518897-2013-00004, 2518897-2013-00005, 2518897-2013-00006, 2518897-2014-00001, and 2518897-2014-00002 filed on 09/20/2013, 10/28/2013, 11/12/2013, 03/06/2014, 03/06/2014, respectively). Pentax of america, inc. Filed the 5 mdrs mentioned above based on the duodenoscope allegedly involved in the event. The mdrs included information on each of the thirty-seven patients on the individual forms associated with the relevant duodenoscope-specific MDR. However, each patient did not have a unique MDR number. To ensure full compliance with FDA's expectation of one patient per number, pentax of america, inc. Is submitting additional mdrs to ensure each patient is uniquely identified/reported. MDR 9610877-2015-00061 is being submitted to ensure patient ID (B)(6) is uniquely identified/reported. Going forward, pentax medical will report supplemental information on this patient exclusively to this MDR. MDR 2518897-2013-00004 includes information previously reported on the patient identified in this MDR (ID (B)(6)) and on the device involved in the event (video duodenoscope ed-3490tk/serial (B)(4)).